Event description:
The customer reported the loss of usable live image. There is no report of patient injury.

Manufacturer narrative:
No further information is available as the customer cancelled the service call.